Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) was 300 mg/dl and a correction bolus via the pump and insulin injections were used to address the high bg level. As the customer changed the supplies to the pump and the occlusion had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.